Event description:
Pt admitted to hospital for retrieval of catheter fragment from cholecystostomy tract in 2002. The cholecystostomy tube had been in place from a month. The malcot end of the tube was successful retrieved. One month prior, pt had an exploratory laparotomy, biopsy of peritoneal and retroperitoneal implants, lysis of adhesions and placement of cholecystostomy tube to drain pus from the gallbladder.